Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, they have been having issues with the infusion detaching from the skin. Customer has never had issues previously. Customer mentioned the previous night the issues occurred in the middle of the night. Customer did not recall there blood glucose at the time when the first incident occurred, however one time blood glucose went up to 586 mg/dl. Treated high blood glucose with the insulin pump. Customer also mentioned they believed the insulin pump is not set up correctly. As the device does not alert when blood glucose is low or high. Troubleshooting was performed and it confirmed the alerts were not set up, assistance was provided. Troubleshooting on the insulin pump for the high blood glucose was not performed. The customer is not returning the insulin pump for analysis.